Manufacturer narrative:
Device was used for treatment, not diagnosis. : device is an instrument and is not implanted/explanted. : no service history review can be performed as this is a lot controlled item. The additional evaluation states that the customer reported the pin in the handle came out. The item is not repairable. The cause of the issue is excessive wear and age of the part. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ball hex screwdriver 8mm broke while the surgeon was inserting a trochanteric femoral nail to treat a femoral fracture. When the surgeon was attaching the nail to the instrumentation, the pin that goes through the handle to secure the shaft of the screwdriver came out. There were no fragments in the patient. A back-up screwdriver was used to complete the procedure successfully. There was no delay in the procedure and no harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the ball hexagonal screwdriver is part of several systems such as the titanium trochanteric fixation nail system (tfn) and is used during the assembly of insertion instruments. The returned ball hexagonal screwdriver, 8 mm (part 357.515, lot 4513588) was manufactured on december 6, 2002 and is approximately 10+ years old. The screwdriver was received fully assembled with the pin missing from the handle. The handle showed signs of wear and tear, while the shaft showed little. Since the product has been in use for over 10 years and shows signs of wear and tear due to usage, it is evident that the pin became dislodge due to normal wear and tear overtime. A review of the design drawing indicates that the returned part was manufactured to specifications. The design and material is adequate for its intended use and did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.